Manufacturer narrative:
The device is not expected to return for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a bifuse set that leaked chemotherapy. It was reported that the patient was hospitalized for examination and care, and about three hours after connection, during administration of aracytine, a leak was noted along the outside of the tubing and a puddle of chemotherapy was found on the ground. By connecting the spike, the nurse would have created an opening in the connector. The customer stated that possible consequences were that there was a risk of cytotoxic contact from staff and patient, delay in patient care since it took 3-4 hours between the moment the nurse found incident and the time of the resuming therapy and the amount of chemotherapy administered was not known precisely. There was no adverse event and no medical or surgical intervention provided.